Event description:
Healthcare professional (hcp) reported two incidents of fiber blood leaks with use of ca-hp 210 dialyzers. It was reported that the dialyzers had been reused 1-2 times. No pt injury or medical intervention was reported per hcp.